Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that a follow up CT, conducted revealed that the proximal endoleak continued to persist and that the aneurysm sac continued to grow. The physician elected to convert the patient to open repair and explant all of the implanted stent grafts and endoanchors. The explant and open surgical repair was successful and the event was resolved. The patient did great and went home. Per the physician, the cause of the event was due to the patient anatomy of a large dilated neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aortic cuff was implanted in a patient for the endovascular treatment of a proximal type I endoleak from another manu fracture. It was reported the endurant cuff was placed just distal to the right renal to fix a type 1 endoleak of a migrated stent graft from another manufacturer. The cuff was deployed successfully but the endoleak was not resolved. The physician continued to do additional ballooning at the proximal aspect of the stent graft, but the endoleak persisted. Aptus endo anchors we placed on the posterior half of the stent grafts. Seven endo anchors were placed successfully. The last and final endo anchor was attempted to be placed in ap projection in the posterior position. The anchor dislodged in a strut and did not penetrate the fabric. The dislodged endo anchor traveled northward ad landed in a branch of the celiac artery. After consideration, the physician chose to leave it there. The physician stated the cause of the event was because they were unable to visualize placement of the posterior endo anchor due to equipment as well as the inability of the device to give warning of wrong positioning before deployment. At the final angiogram, the endoleak was significantly smaller but still persisted. No additional clinical sequelae were reported and the patient is fine.